Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es results were obtained from two patient samples processed on a vitros 5600 system. Root cause could not be determined, although inappropriate pre-analytical sample preparation and unexpected vitros reagent performance could not be ruled out as contributory factors to the events described. In addition, the investigation did not find evidence to indicate that the customer¿s vitros 5600 analyzer had malfunctioned.

Event description:
The customer obtained non reproducible, higher than expected vitros tropi es results from two patient samples processed on a vitros 5600 system. Patient 1: result of 1.80 ng/ml (ug/l) vs. Re-test result <0.012 ng/ml (ug/l). Patient 2: result of 1.56 ng/ml (ug/l) vs. Re-test result <0.012 ng/ml (ug/l). Biased results of the magnitude and direction observed may lead to inappropriate physician action if occurring undetected. The higher than expected vitros tropi es patient results were reported outside of the laboratory; however, no allegations of patient harm were made as a result of the events. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).